Event description:
It was reported that the catheter was used to deliver onyx, and had a hole at approximately 2cm from the distal end. No patient injury reported. Same event as MDR# 2029214-2009-00086.

Manufacturer narrative:
The device will not be returned as it was discarded. (B)(4).